Event description:
At about 1 years and 9 months from the first revision surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10-jul-2023. Lot 2007446: (B)(4) manufactured and released on 09-sept-2020. Expiration date: 2025-08-27. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with another similar reported event during the period of review.